Manufacturer narrative:
The reported problem was confirmed during the visual inspection of the returned guidewire. The guidewire was observed to have several kinks/bents along the length of the guidewire. The probable root cause could be due to a handling issue and/or insertion, or removal of the guidewire. Visual inspection of the returned guidewire was performed. The guidewire was completely damaged as received. The guidewire was observed to have several kinks/bents along the length of the guidewire (located at 8, 16, and 23 inches away from the j hook, and 1.5 inches away from the proximal end of the guidewire). Further testing could not be performed due to the condition in which the guidewire was received. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the guidewire with lot 178812. Additional information: d4, lot # for guidewire was updated

Manufacturer narrative:
Zoll has received the guidewire for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
The customer reported that the icy catheter (lot 178812) was inserted into the right femoral vein of the 52-year-old, 185 cm, 80 kg male patient. The insertion was smooth, and the catheter was placed after the first attempt. After the catheter insertion, the user experienced difficulty removing the guidewire. The user had to pull 10 cm back the icy catheter to remove the guidewire. Following the guidewire replacement, the same icy catheter was placed and ivtm therapy was initiated without further issues. No device malfunction was reported on the catheter. No consequences or impact to the patient.